Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. A photo was provided for review. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiration date: 03/2020). The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that upon opening the dialysis catheter package, the package was allegedly torn. There was no patient contact.

Event description:
It was reported that upon opening the dialysis catheter package, the package was allegedly torn. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: although the sample was not returned for evaluation, two electronic photos were provided for review. The photos were reviewed by engineering, the packaging engineering department, and the hemostar packaging ship test report was reviewed by post market quality. The investigation is confirmed for tear in packaging, as a tear was identified in the outer pouch. The tear appeared to go through the entire thickness of the outer pouch packaging. The definitive root cause for the tear identified in the device packaging could not be determined based on the provided information. However, it is unlikely that the tear in the packaging is manufacturing related. It is unknown if device handling and/or storage conditions at the user facility contributed to the reported event. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: g4. H11: h6 (results 1, conclusion 1). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.